Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that patient had some complications with the catheter during spinal fusion surgery in the past. The pump was used to deliver unknown drug. The specific catheter issues, treatment, intervention, patient signs or symptoms, or patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.